Event description:
During insertion the wire was placed in the needle, under fluoro the wire could not be seen advancing. Another fluoro imagine showed the wire was coiling in the pt's arm. The wire was removed, but a thin portion approx 8 cm stayed on the skin. The nurse attempted to remove the thin wire, but it just broke off. The physician informed the pt that the wire remained in the arm and they are not planning on removing it at this time, then was discharged. The other portion of the wire was saved and returned for evaluation.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.